Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) , trend analysis and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM (original equipment manufacturer) and the root cause of the failure could not be determined as the device passed all operation criteria during final inspection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was returned and evaluated. Evaluation determined that the device failed the functional test and leakage testing failed. Additionally, minor scratches found on the device housing. Device was placed for repair. The root cause of the issue is unknown. Probable cause could be due to users handling and, or maintenance.

Event description:
It was reported that the device handpiece was found leaking. The issue occurred during an unspecified procedure. There were no further details provided regarding the event. No patient harm, or impact reported. No user injury was reported.